Event description:
It was reported that an ilet user accidentally confirmed a step before seeing drops during a full infusion set and cartridge supply change, and product support provided troubleshooting and education by walking the user through filling the tubing, attaching the infusion site, and completing the fill cannula step. There were no reported adverse clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included a customer interview and review of device use steps. Investigation of this case revealed use error related to incorrect supply change steps, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user error during the supply change process.